Event description:
It was reported that the customer was hospitalized due to high blood glucose and ketoacidosis. Caller stated that the blood glucose reading was over 1000 mg/dl at the time of admission. Caller stated that the customer's insulin pump battery was draining quickly and they need to be change every other day. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.